Manufacturer narrative:
(B) (4).

Event description:
Information received states the patient's condition was worsening two days after neurostimulator (ins) implant so the device was interrogated and found to be empty. The device was explanted and replaced. Impedance measurements were checked and found to be okay. Connections were okay and parameter settings were said to be common ones. Physician suspects the battery voltage was already low at implant. No programmer printouts are available. Patient's condition is said to be good.